Event description:
It was reported that 7 years after initial implant without any device complications, the patient had the entire unit removed, because of a staph infection at the electrode site. The infection worked its way from the inside out exposing corroded guide wires.